Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 04/03/2019. Device returned to manufacturer: yes. Device evaluation: the returning product was received at the manufacturing site, there was only an inner pouch and labeled lens case. The inner pouch was opened for the ¿chevron¿ area. A visual inspection was performed to the sample returned. The inner outer was observed unsealed in the superior area (manufacturing seal). However, the product is double pouched and there was no report of the outer pouch being compromised. The complaint issue was verified. An awareness was provided to the personnel of the first pack and boxing area, to reinforce the visual inspection for the packaging. An extended investigation was opened and based on the outcome of the investigation corrective actions will be implemented as required. Based on the complaint information, there are no issues reported that are related to the functionality of the device. There is no indication of a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: further device investigation performed indicated that based on impacted pouch evaluation, it was confirmed that there was no evidence of belt grabs in the impacted open inner pouch. First, the inspected lenses are placed one by one in a mylar inner pouch and sealed in the urania sealer. Then, the sealed inner pouches are inspected and later placed inside an outer pouch which is also sealed, the device is double sealed to protect the sterilization. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the one side of the seal of a sterile pouch was not done (sealed) and the lens case slid down when the outer packaging was opened. The lens model, zcb00v monofocal iol (intraocular lens) was still used for surgery because the place where it fell was on the sterilization tray. Reportedly, there was no patient injury. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.